Event description:
It was reported that the patient underwent a total knee arthroplasty procedure utilizing zimmer patient specific instruments guides. Difficulty with the positioning of the guides resulted in a delay during surgery of 30 minutes. No other harm to the patient was reported.

Manufacturer narrative:
A review of the internal documentation did not show an anomaly or deviation. The device is returned by the reporter but was not yet received by materialise. An amended medical device report will be filed after the returned device is processed or in case more information would become available.